Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. State code - 08.

Event description:
The customer reported that there was no acoustic alarm from the system. There was no reported adverse event to the patient or user.

Event description:
The customer reported that there was no acoustic alarm from the system. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Results of functional testing indicate there is no malfunction on the philips device. The biomed said they used a new unapproved keyboard with the mute button and was accidentally pressed. It was confirmed by the philips remote service engineer that they are still using the unapproved keyboard. Based on the information available and the testing conducted, the cause of the reported problem was due to the mute button on the unapproved keyboard being pressed. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.